Manufacturer narrative:
Email received by facility representative, (B)(6) hospital, with additional information related to this reported incident. Reporter states, fibers of the raytec/gauze were noted to be coming apart/shredding into the breast/axillary surgical site during a breast surgery procedure. Reporter confirms the raytec/gauze sponges were "most likely sometime through the case one used to wipe the instruments." Reporter states surgeon picked out fibers by hand, irrigation and forceps. All fibers were reported to be removed from the patient's surgical site. No report of serious injury. Reporter states, "no post-operative complications have been reported at this time." Samples have been returned for evaluation. Investigation summary reads as follows; "the account reported finding raytec sponges are shredding. The reported issue occurred in item dynj44723d (lot 21bdb918). Based on the information provided, the reported issue appears to be a vendor product issue." Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported; raytec/gauze sponges are shredding from the laparoscopy basin packs and leaving small pieces of gauze in the wound.